Manufacturer narrative:
The pump unit has been returned to the MFR for analysis. Eval is in progress; therefore, the root cause for the reported event has not been determined at this time. If any add'l relevant info is identified once the device is evaluated, the add'l relevant info will be submitted in a supplemental report. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.

Event description:
Following commencement of procedure with the probes already placed in the pt, pump mapping failed. Unsuccessful attempts were made by the attending sales rep to correct the problem by disconnecting the device, rebooting, and changing the probes. The case was aborted. There was no pt injury or medical intervention required. Please note that kimberly-clark healthcare owns this product line and have reported an MDR for this incident under MFR report number: 1033422-2013-00010.